Event description:
The user facility reported the vitrectomy cutter would cut in five second intervals and then stop. The cutter would start and stop continuously during the procedure. They opened a backup pack and proceeded with the surgery with no issue. There was patient contact, but no injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v2979 was returned. The tubing was wadded and tangled up inside the tray. However, most of it was still coiled and taped together. The cutter has been disconnected from the collection cassette. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the vitrectomy cutter tubing but the rest of the pack collection cassette and tubing are clean and dry and do not appear to have been used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. After only a few seconds of cutting the inner needle slowly stops retracting from the port window until it was completely blocking the window. It stopped cutting. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.